Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Additionally, it was reported that the wake button was "slightly tilted". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no reported adverse impact to the customer.